Event description:
On (B)(6) 2011, the patient's mother contacted lifescan (lfs) alleging that the onetouch ping meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) spoke with the patient's mother on (B)(6) 2011 and obtained the following information: on (B)(6) 2011 at 5am, the patient reportedly obtained blood glucose results of "70mg/dl" with the subject meter and "37mg/dl" with a secondary device (the contour meter) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At an unknown time prior to the alleged issue, the patient was reportedly experiencing symptoms of shaking and slurred speech. The patient's last blood glucose result prior to the onset of his symptoms is not known and it is not clear what action the patient took in response to his last reading. Approximately five minutes after the issue began, the patient reportedly administered self-treatment by consuming 8 ounce of soda, two packs of oatmeal, and 8 ounce of milk. Thirty minutes after the alleged issue occurred, the patient reportedly retested his blood glucose with his secondary meter and obtained a reading of "98mg/dl" and 3 1/2 hours later "150mg/dl"; it is not known if the patient also tested with the subject meter. Later that day (on (B)(6) 2011, at approximately 1pm) the patient's mother clarified that during a doctor's office visit with his endocrinologist, it was discovered that the patient also suffers from "thyroid storm" and it was confirmed that the patient's newly diagnosed medical condition caused the sudden drop in his blood glucose and symptoms. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. The patient's mother also confirmed that the patient's reported symptoms was a result of a separate health condition the patient was recently diagnosed with. There is no evidence of a delay in treatment. However, this complaint is being reported because, the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.